Event description:
The device was used during a mammectomy procedure. Reportedly a component from the instrument disengaged into the pt's cavity. The dr was able to retrieve the component without injury to the pt.